Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device "making loud noises at burr time." There were no delays to the surgical procedure as an identical spare device was available. There was patient involvement reported. Therefore there were no injuries, adverse events or prolonged hospitalization reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.